Event description:
According to the available information the titan prosthesis was implanted on (B)(6) 2015 and removed/replaced on (B)(6) 2021 due to leakage by the cylinder. Additional information received indicated that the tubing break was near the pump.

Manufacturer narrative:
A titan pump, and cylinders 1 and 2 were received for evaluation. A partial separation with abrasion adjacent was noted on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. A separation with abrasion adjacent was noted on the exhaust tube of cylinder 1 at the. This was a site of leakage. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of the cylinder 1 indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type may then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, leaking by cylinder. The physician was concerned about the tubing break near pump. Explanted device is being returned. Device was removed and replaced. Additional information received from the territory manager on 02/0/2021: the tubing break was near the pump.